Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced "several episodes" of peritonitis. The cause of these peritonitis episodes were reported to be due to the patient's poor physical health. It was not reported if the patient was hospitalized. The patient was treated with an unspecified anti-inflammatory drug administered into the dianeal solution as treatment for the events. Patient outcome was reported to be recovered and dianeal therapy was ongoing. No additional information is available.